Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed.. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the interventional device interacting with coronary stent was unable to be confirmed, due to relevant imagery or medical report. A review of the DHR provided no indication that a manufacturing non-conformance would have contributed to the reported event. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. It was reported that the coronary stent was placed prior to the tavr protruding into the aorta, and upon thv deployment, the stent was partially bent. As such, available information suggests that procedural factors (coronary stent position in aorta) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
An event was initially reported by the tavi registry, which was found to be incorrect. Upon follow-up, the physician confirmed that prior to a transfemoral tavi procedure and received a 29 mm sapien 3 ultra resilia valve in the native aortic position, a coronary stent had been implanted in the left main trunk and was placed protruding into the aorta. Upon valve deployment, the coronary stent was partially bent. Coronary occlusion did not occur, and no action was taken for the bent stent.